Event description:
The patient stated that he has experienced several blockages (competitor infusion device). He stated that he disconnected from his infusion site, and he was able to see insulin flow from the end of the infusion tubing. He stated that he then reconnected to his infusion site and his infusion device indicated a blockage. He stated that his blood glucose elevated to over 500 mg/dl. His normal blood glucose range is around 120 mg/dl. The patient changed his infusion site and bolused to lower his blood glucose. He stated that he consulted with his physician regarding elevated readings, and the physician suggested that the patient may have insulin resistance, and he recommended that the patient discontinue use of the infusion device for a few days. The patient did not retain the alleged infusion set to return for evaluation. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.